Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 23, 2018, it was reported that there were metal shavings from the gears when the device was in use during processing. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was october 24, 2014 where it was reported that the gears were stripped and the ball detent, roller, worn side plates, damaged comb, gears, ratchet gear, sliding pin, gear guards, and screws were replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on november 6, 2018 revealed that the gear, roller gear, comb, and handle were all damaged. The pretests could not be taken due to the damaged components. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 6, 2018 which included replacement of the roller, damaged comb, roller gear, and handle. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the gear and roller gear were damaged. The pretests could not be taken due to the damaged components. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the gear and roller gear were damaged. The pretests could not be taken due to the damaged components. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the metal shavings from gears when was in use during processing. The event occurred during a processing event not during a surgical procedure. There was no harm and there was a delay because to get a new one. The investigation identified a bent comb. No adverse events were reported as a result of this malfunction.